Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set ¿burst¿. This occurred while the customer was checking the rotor of a exactamix compounder during troubleshooting for an unrelated issue. There was no patient involvement. No additional information is available.